Event description:
During an in-clinic follow-up, decreased sensing was observed on the right ventricular (rv) lead. A revision procedure was performed, the rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.